Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device was power broken (runs in the load position). An assessment was performed and it was found that the lock cylinder was damaged causing the device to run in the load position. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was power broken (runs in the load position). The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.